Event description:
Device end user (consumer) had been using the dentek comfort-fit nightguard to treat her nighttime bruxism. She called to report that the prior night she had woken up at 2am with the sensation that she had swallowed something. She said she could feel the nightguard stuck in her throat. At the time of her call she said she still felt it in her throat, though it was not causing her to choke or in any way impede her air flow. Consumer asked if the product was toxic and wanted to know if it was ok to allow it to pass through her system. Manufacturer advised her to seek immediate medical attention, which she proceeded to do. Manufacturer called the consumer back on the same day to check on her condition, and was told that an x-ray was taken of her throat, and that no nightguard was shown to be present in her throat. Manufacturer called the next day to ask if the nightguard had passed through her system and received a message that the telephone number had been disconnected.

Manufacturer narrative:
The device was not returned to the manufacturer, and consequently was not evaluable by the manufacturer for the root-cause of failure. Evaluation results codes and evaluation conclusion codes are based strictly on her call to the manufacturer following the adverse event. The dentek comfort-fit nightguard consists of two molar pads to prevent contact of maxillary and mandibular teeth and thereby alleviate nighttime bruxism. The two molar pads are connected to one another by a buccal strap which rests between the lower lip and the lower front teeth.